Event description:
It was reported that the customer experienced a tandem mobi cartridge alarm during the load process. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact to their blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.